Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth - ni, weight - ni, date of event - ni, expiration date - ni, initial reporter indicated the prosthesis was implanted in 2005, date explanted - ni, manufacture date - ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
If was reported that after a knee arthroplasty that the patient is being considered for a revision.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the part number and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
If was reported that after a knee arthroplasty that the patient is being considered for a revision of left total knee and probable bearing exchange due to instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Event will be reported on 1825034-2016-05413.